Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachycardia therapy for this implantable cardioverter defibrillator (ICD) was programmed to other than monitor plus therapy for an unknown reason. Attempts at acquiring additional information have been unsuccessful. The device remains in service. No adverse patient effects were reported.

Event description:
Further details were obtained that this patient had another company's df-4 right ventricular (rv) lead and in the spring of 2014 was due for a generator change-out. The patient no longer wanted to have a defibrillator, but due to the type of rv lead that was already implanted, the physician chose to implant a tachy device to accommodate the lead (as no pacemaker is available with the port needed to support this lead). At the time of the generator change-out, tachy therapy was intentionally programmed off on this generator. The patient died approximately eight months after the generator change-out due to congestive heart failure. There were no allegations that the device system caused or contributed to the patient's death. The system was not explanted post-mortem.